Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of lead noise, intermittent and low amplitude r-waves were observed. The noise was reproducible with isometrics. The patient was asymptomatic and will be monitored.